Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the threads were stripped on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 9/8/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: testing duplicated the power complaint due to damaged battery cap. Black box shows several power on reset events in history. Cracks in battery compartment from above grip pad to threads, and below grip pad to case seal. Cracked cartridge compartment above grip pad to threads.. Battery compartment has stripped threads, test cap will continue to spin when securing to pump. Battery cap has stripped threads, will not secure to test pump. Moisture observed in battery compartment. Leak test failed due to battery compartment leak. Opened pump, moisture found on display, cgm board, power printed circuit board. Pump was unable to complete 24 hrs. Duration test.